Manufacturer narrative:
B5: upon follow up it was reported the patient was diagnosed with peritonitis manifested by abdominal pain. The cause of the event was due to after the patient observed a leak, they proceeded to tape the area around the leak and completed pd therapy (user error). The patient was treated with ancef (1 gm, intraperitoneal for 3 weeks). Seven days after event onset, the patient was hospitalized for worsening abdominal pain and cloudy effluent. The patient was discharged after four days. Pd therapy was ongoing during hospitalization. The patient has fully recovered from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of an unspecified line of the homechoice cassette and the solution bag. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.